Event description:
The customer reported an audio failure. No pt harm was reported.

Manufacturer narrative:
(B)(4). The philips clinical educator reported an audio failure at a hospital site. No pt harm was reported. Per communication with the reporter, examination of the obtv station identified that users had muted the volume. Volume controls are adequately described in device labeling (instructions for use/IFU). This issue was due to misuse. There is no indication of any design or labeling problem. No further action or investigation is warranted.